Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case.

Event description:
In 2006, a physician attempted an arteriotomy closure in the right common femoral artery. Hemostasis was achieved. It was reported that approx 40 minutes to an hour after the procedure, the pt's blood pressure dropped. The pt complained of pain. A CT scan showed an extra-peritoneal hemorrhage. The pt was transported to the coronary care unit where they received fluids and 2 units of blood due to a drop in the pt's hematocrit. The pt also had a hematoma reported to be 3.3cm in diameter and 10cm in length. The hematoma was resolved by using compression. The pt's hosp stay was extended.